Manufacturer narrative:
Corrected: death date and event date from (B)(6) 2015. Updated: describe event or problem, relevant tests/lab data, other relevant history and patient codes. (B)(4).

Event description:
It was further reported that the immediate cause of death was cardiopulmonary arrest. Other underlying disease or injury that initiated the event resulting in death included myocardial infarction (mi) and coronary artery disease. Other significant conditions contributing to death but not resulting in immediate cause of death included congestive heart failure, diabetes mellitus type ii, retinopathy, neuropathy and nephropathy.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Evolve ii clinical study. It was reported that the patient died. In (B)(6) 2013, clinical status assessment indicated that the patient's qualifying condition was stable angina. Prior to the index procedure, the patient was also found to have abnormal fractional flow reserve indicative of ischemia and the patient was referred for cardiac catheterization. Three days later, the index procedure was performed. The target lesion was located in the mid left anterior descending artery (lad) with 70% stenosis and was 10mm long with a reference vessel diameter of 2.5mm. The lesion was treated with predilation and placement of a 2.50x20mm study stent. Following post dilation, residual stenosis was 0%. On the same day, the patient was discharged on dual antiplatelet therapy in (B)(6) 2015, site reported an event of sudden cardiac death. As per the patient's family, the patient was having shortness of breath and was resting in bed. The patient was later found dead in bed.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported as per adjudication results that stent thrombosis occurred.